Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed curvature on the esheath+ that was likely due packaging. The liner fully expanded and the distal tip opened as designed. The liner was fully delaminated approximately 1.5 inches in length starting from the distal end of the shaft. The liner was partially delaminated approximately 1.5 inches in length starting 1.5 inches from the distal end of the shaft. There were two (2) kinks on the sheath shaft at approximately 1.75 inches and 3 inches from the distal tip. High-density polyethylene (hdpe) damage was noted along the liner delamination. The c-marker band was present. The distal tip was noted to be split along the axial score line. There were also soft tip and hdpe stretching along the distal tip opening. Imagery was received for evaluation. Per imaging evaluation, tortuosity and calcification were present in the patient's access vessels near the bifurcation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the esheath+ liner delamination was confirmed based on the evaluation of the returned device. The available information suggests procedural factors (non-coaxial alignment from patient factors, device manipulation) may have contributed to the event as patient factors were confirmed via the provided imagery and it was reported that the delivery system was unable to be withdrawn back into the 16fr esheath+. Non-coaxial alignment between the devices can also lead to the delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. Device manipulation may be applied to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Regarding the kinked/bent esheath+ and esheath+ distal tip split, these events were also confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, device manipulation applied to overcome withdrawal difficulty may have contributed to the kinked sheath and distal tip split. The tortuosity and/or calcification confirmed via the provided imagery may have also contributed to the kink and distal tip split as sub-optimal angles and/or restricted pathway can cause the delivery system to catch onto the distal tip and induce stress to the sheath shaft through device manipulation, resulting in the observed kinks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the device evaluation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (device code, type of investigation) and h11 (additional narrative/data). The device was returned for evaluation. Preliminary inspection of the returned device revealed a distal tip split. Additionally, circumferential liner delamination and kinked esheath+ were observed. The investigation is still ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 valve, following successful valve deployment, the delivery system was unable to be withdrawn back into the 16fr esheath+. Under fluoroscopy, the balloon appeared fully deflated. A 50 cc syringe was used on the side port and the implanting physician pulled negative again. Under fluoroscopy, the balloon appeared to be fully deflated. Another attempt was made to remove the delivery system but the esheath+ split and was bending. It was noted that it appeared there was liner delamination. There was also a kink noted near the distal end of the balloon. As a result, the attempt to remove the delivery system was stopped. The delivery system was then advanced forward and the esheath+ straightened back out. A decision was made to leave the delivery system in the descending aorta and remove the esheath+ first. The delivery system was then removed without the esheath+. It was noted that hemostasis was maintained by a surgeon holding pressure. Approach was then gained from the contra-lateral side and contrast was injected to assess the right femoral artery. There was some extravasation of contrast at the femoral artery insertion site, but a decision was made to proceed with closing the site with the perclose closure device. After the access site was closed with the perclose closure device, the post angiography of the right femoral artery showed the artery was intact and there was no vascular complication. There was no bleeding after using the perclose closure device. A blood transfusion was not needed. The patient was stable throughout the procedure and was transferred for post-operative care.